Event description:
As reported: it was reported that: "during a tavi procedure. It was impossible to fully insert the bypass through the introducer valve. After multiple attempts it was decided to change the device to another manta. The consequence using the two devices was a loss of blood and blood transfusion. The new device properly and successfully closed the artery. The patient is fine. Associated to: MDR 3010252479-2021-00204 manta.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: it was reported that: "during a tavi procedure. It was impossible to fully insert the bypass through the introducer valve. After multiple attempts it was decided to change the device to another manta. The consequence using the two devices was a loss of blood and blood transfusion. The new device properly and successfully closed the artery. The patient is fine. Associated to: MDR 3010252479-2021-00204 manta.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, an 18f ce manta was deployed for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. After five attempts, the physician chooses to open another manta device. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The cause of the bleeding present around the manta sheath cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms were submitted for investigation.